Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23oct2020.

Event description:
It was reported to philips that the device had a navigational ring failure. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.

Manufacturer narrative:
G4:05jan2021. B4:06jan2021. The device was reported to have been in testing, there was no delay in therapy and no patient harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse).and it was determined that the front bezel needed to be replaced to return the device to working condition.the customer¿s bio-med replaced the front bezel to resolve the reported problem with the navigation ring and the device returned to functionality. The reported navigational issue occurred during testing and does meet the criteria for the non-reportable events for the ventilator. This issue is unlikely to cause or contribute to death or serious injury. Therefore, this will not be reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.